Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on station. A technical support specialist resynchronized all stations with server. Customer confirmed station database sizes went down and server purge is up to date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not showing on station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient was not showing on station. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.